Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) reached the customer requesting the patient¿s visit ID to further troubleshooting the issue, as the medical record number displayed four patients with admission status. No response was received from the customer. The tss reached out to the nursing department, and the charge nurse confirmed that the issue has been resolved. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient information was missing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.